Event description:
The customer reported the alarm has no power even after the batteries have been replaced with a new supply and there is no visible damage to the outside of the alarm. The customer did not provide the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm reported issue the alarm does power up. However, there is no sound when weight is off the sensor or when the nurse call system was tested. No other functional tests can be performed since there is no sound. Battery springs are bent. Note instructions for use state: hold alarm vertically upside down to prevent battery spring from bending during battery installation. When using a nurse call cable, ensure the nurse call cable is plugged into both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is rec'd at the nursing station if the cable is unplugged from the wall jack. Note: there will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. (B)(4).